Manufacturer narrative:
It was reported that the customer spoke with a philips remote service engineer (rse). The customer was informed by the rse that they would require an upgrade to the 2nd generation liquid crystal display (lcd). The customer was provided the part information for an lcd assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, user interface pcba, lcd tray, a screw set, and a ui assembly without navigation ring. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 06-oct-2023, 12-oct-2023, and 18-oct-2023, to obtain confirmation of the customer in house repair, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that the biomedical engineer (bme) canceled the provided quote so that they could perform repairs and preventative maintenance in-house. No further philips technical service was provided. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dark. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) requested onsite service. The rse informed the customer that their display was the first generation v60 display and if they wanted to repair the device then they would need to update their v60 to the 2nd generation display. The customer was provided a quote for onsite services. Investigation is ongoing.